Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose. Customer did not know cause of the elevated bg; however, reported that the pump or supplies were not the cause and were operating properly. Customer stated the event was an "anomaly". Customer declined tandem technical support's offer to perform a system check and declined further follow up. Customer was taking a pump break and reverted to using manual injections for insulin therapy.